Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up in clinic, premature battery depletion was observed. Patient was stable and will be monitored through merlin.net transmission.